Manufacturer narrative:
(B)(4). The lead exhibited normal electrical characteristics.

Event description:
It was reported that the patient presented to the clinic showing high thresholds on the ra lead. Lead was extracted and replaced. Patient was stable post-procedure.